Event description:
A 2.6 french dual lumen bd catheter was placed. Eight days later the catheter was noted to have leakage from the blue port at the bifurcation, but then stopped. Two days later at noontime, the blue port again was noted to be leaking at the bifurcation. The infant was also noted to be febrile and had an elevated white count. After extensive team discussion, the decision was made to clamp off the blue port and use as a single lumen. Later on that day at 1600, the red port was noted to be leaking. A decision was made to remove line. Patient currently has a single lumen broviac used for parental nutrition/intralipids, dopamine, opioid infusion, and has an 8 french left internal jugular hemodialysis catheter. Additional access was required for triple antimicrobial coverage and sedation. After eight attempts, a peripheral IV was placed in the right foot. There have been recent incidents of leaking of bd dual lumen catheters elsewhere in the hospital over the past few months for which a practice alert had been sent. At that time nicu cns checked all lot numbers in unit and confirmed lot numbers were not included in those reported as defective. A decision was made not to remove given that there was no available replacement of appropriate size. Remove bd dual lumen catheters from nicu supply, both 2.6 and 3.5 french. Continue search for appropriate alternative product. Discuss at nicu meeting.